Event description:
It was reported that after a successful software download due to device was in backup vvi mode and programming the device per physician's specifications, the device exhibited t-wave oversensing. The device was reprogrammed and remains implanted. There were no adverse consequences reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.